Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the lasso nav variable eco catheter could not release its loop and it was got stuck in a contracted position. The physician did not have any difficulty to remove the catheter from the patient. The case was completed by replacing the catheter without any patient consequence.

Manufacturer narrative:
(B)(4) it was reported that the variable lasso catheter would not release its loop after it was contracted. Upon receiving, the catheter was visually inspected and the loop was found deformed. In addition, the spine cover and rings 1 thru 4 were found damaged. These catheter conditions were not reported by the customer. However, the damage observed could be related with the reported event since according to the customer the catheter was stuck while contracted then per the reported event, the catheter was tested for deflection and contraction and the catheter failed contraction since the loop contracted irregularly. An x-ray demonstrated that the puller wire was found wrapped around the nitinol. However, the contraction mechanism was properly working and the lasso loop could be contracted and released. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Even the reported event was not confirmed since the lasso catheter released the loop during the analysis; a contraction deficiency was noticed since the puller wire was found wrapping the nitinol.